Manufacturer narrative:
The product has not been returned by the facility, therefore no evaluation findings are available.

Event description:
Per the facility, after a direct laryngoscopy with bronchoscopy while the in pacu the patient coughed up 3 small pieces from the light deflector. Per the or nurse no further intervention was required.